Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she received a no delivery alarm on the insulin pump, which was resolved with a complete set change, indicating a connection issue or occlusion with the infusion set or reservoir. The customer's blood glucose was 138 mg/dl. She was advised to call in for troubleshooting when the alarm occurs. Nothing further reported.